Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated insulin pump had low battery alarm. Troubleshooting was performed. Customer reported insulin pump did not alarm with replace battery alarm. No harm requiring medical intervention was reported. The device will be returned for analysis.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act s/w version 5.2a: retainer ring=black. Customer complained on (B)(6) 2022 the insulin pump alarmed low battery alert.pump passed displacement test, self test, active current measurement and sleep current measurement. Pump successfully downloaded to thump. Pump trace download analysis confirmed the pump alarmed 6 low battery alerts between (B)(6) 2021 16:55:00.000 and (B)(6) 2022 22:10:00.000 and also confirmed 2 replace battery now alarms on (B)(6) 2021 06:16:00.000 and (B)(6) 2021 06:26:00.000. The power management graph confirmed abnormal unloaded voltage (ul vlith) and loaded voltage (loaded vlith). The power management graph also confirmed the low battery alerts and replace battery now alarms was due to corroded battery tube. Found light moisture damage to the pcb1 board pcb 2 board during visual inspection. No moisture damage noted to electronic assembly during visual inspection. The following were noted during visual inspection: corroded battery tube, broken battery tube threads, scratched case, pillowing keypad overlay, cracked case corner of the belt clip rails near the battery compartment and faded serial number label. The p-cap/reservoir does lock properly. No low battery alert noted doing test. However, the power management graph confirmed the pump alarmed low battery alert and replace battery now alarm due to corroded battery tube.